Event description:
Healthcare professional reported a patient was injected unspecified juvéderm® in the chin (after covid-19 vaccine) and was treated with "several rounds of hylenex days and weeks apart with prednisone and antihistamine" due to "patient (may have had breakthrough infection), that only gets temporary relief, nodules keep returning." Healthcare professional further noted "the issues are related to vaccine."

Manufacturer narrative:
Clarification to age or date of birth: late 50's. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.